Manufacturer narrative:
The device was evaluated by zoll medical australia. The customer's report was observed and attributed to the defib monitor flex cable that was slightly misaligned from the processor/bridge/pace board connector. The cable was reseated and secured to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib pace device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.